Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised chair was brought back from a rental and left and right side frames are broken on both sides at a weld where back canes attach to the bottom rail of frame.